Manufacturer narrative:
Analysis confirmed the customer's comment that the upper case was broken and the encoder was pushed inside of external pulse generator (epg), but could not confirm customer comment that the epg was missing the ventricle output dial. It was also noted that the output connector assembly was broken. A capacitor on the main printed circuit board was damaged. The keypad was scratched. The encoder assembly and two knobs were contaminated. One knob was missing. The lower case was broken. The main seal was pinched. The display wires were pinched but the wire insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. Return date was (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was missing the ventricle output dial. The potentiometer was pushed inside the case. The epg was returned for service. There was no patient involvement.